Manufacturer narrative:
Updated sections: d9, h3, annex codes: g, b, c, ddevice evaluation:intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis (fa) and was able to confirm and replicate the customer reported complaint. The instrument was found to have a broken distal clevis at the base of the clevis. The broken piece was not returned, measuring roughly 0.0770# x 0.1515# in size. The clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis do not show damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, fenestrated bipolar forceps plastic of the tip was broken, and a fragment fell inside of the patient, the fragment was retrieved during the same procedure. The procedure was converted to laparoscope surgery. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no issue was noted. The instrument was in use for more than 10 minutes. The tip was not moved well so the customer confirmed the instrument and found a crack. The instrument was removed with the cannula. The instrument fully broke during reprocessing. The instrument did not collide with any other instruments or other hard materials during a surgical procedure. The fragment did not fall inside of the patient during instrument tip or accessory collision. Upon final removal of the instrument, the instrument was removed with the cannula. No fragments fell inside the patient. The procedure was converted to laparoscopic surgery and fenestrated bipolar forceps were used. No additional ports were placed or port incisions increased. No injury was reported. The patient did not return to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The instrument is available for return.

Manufacturer narrative:
The event investigation is in progress. An return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.